Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on blood leak warning alarm. Hcp stated that blood was able to be returned to the patient, with no blood loss. Hcp stated that an actual blood leak alarm occurred at time of incident, and was verified with positive hemastix and visually in dialysate. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.